Event description:
The patient was experiencing hallucinations, visual auras, very reduced tone and odor sensations for several weeks prior to 2009. The physician thought that the patient was experiencing overdose symptoms that had built up over time and peaked last week. The physician turned the pump down to the minimum rate but was concerned about patient's withdrawal symptoms due to the decreased intrathecal delivery. The patient was placed on oral baclofen. The patient was closely monitored all week and was discharged from the hospital. The hallucinations and auras had discontinued. The plan was to reduce his dosage in preparation for cervical surgery for spinal stenosis. They planned to titrate the dosage post-operatively.